Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that it was unknown how long the patient had ineffective therapy, but the issue was not present at the time of implant. There has been no plan to re-implant the patient yet, but the patient is not planning on abandoning therapy as they had good tremor control at the time of implant. The cause of the ineffective therapy has not determined, and the patient¿s weight has not changed since implant.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v047362, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the patient¿s right side lead was explanted as their therapy was not effective for the patient. There were no symptoms reported. No further complications were reported.